Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since the device has not been returned to the repair department, it was not determined if the device satisfied the performance specifications. The phenomenon occurred during customer's pre-use inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.